Event description:
Literature: faucheron jl, voirin d, badic b. Sacral nerve stimulation for fecal incontinence: causes of surgical revision from a series of 87 consecutive pts operated on in a single institution. Dis colon rectum. Nov 2010;53(11):1501-1507. Summary: the purpose of this study was to investigate the causes of surgical revision following sacral nerve stimulation in consecutive pts who had received implants. From (B)(6) 2001 to (B)(6) 2009, 123 pts (105 women) of mean age 56 yrs were operated on for neurological (n=104) or idiopathic (n=19) fecal incontinence. Eighty-seven pts of 123 had a positive test and underwent stimulator implantation. Any stimulator dysfunction was prospectively studied. Among the 87 pts, 36 had surgical revision of the device for the following reasons: device-related failure due to infection, electrode displacement or breakage, and dysfunction owing to impedance increase of the system; adverse stimulation with pain; battery depletion either of generator end of life or MRI; and loss of clinical efficacy. Among the 87 pts, 21 had removal of the stimulator during f/u. Reportable event: it was reported that one pt (a (B)(6) female) was operated on during the f/u because of permanent electrode dislodgement at month 9. The pt had lost 22 kg after a complicated surgery for hip replacement and this was probably the cause of the electrode displacement. It was reported that the stimulator could turn inside its subcutaneous pocket even though it had been deeply attached by 2 non-absorbable stitches. The diagnosis was easily established because the fecal incontinence suddenly recurred and resisted an increase of the stimulation's intensity which was associated with a sensation of electrical discharge and burning or vibration within the buttock. X-ray and later operations confirmed the dislodgement and mechanism of the problem. The source literature did not specify which device models were used. See literature article with MFR report# 3007566237-2010-10392.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time, no additional info was available, additional info has been requested.